Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime/compromised force sensor system test. The pump was received stuck in a motor error loop during a bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a cracked reservoir tube lip and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. Customer's blood glucose was 4.8 mmol/l. Customer stated that it was possible to rewind the pump. The pump was not dropped, bumped, had no contact with water, and had no motor position encoder error alarm. Customer did not use the sensor feature.